Event description:
The reporter alleged that the needle from the softclix lancet device used in finger-stick blood glucose testing protruded outside the cap and when pressing the plunger was unable to be used. No actions were reported taken or treatment received. The suspect device was returned to the manufacturer for evaluation. The manufacturer subsequently found that the lancet needle for the device would not retract after it was fired.